Event description:
Revision surgery - no boney in-growth within the porous coating of the size 10 lateral linear stem. This caused the stem to subside or migrate, resulting in instability. The doctor swapped out 32 mm liner for 36 mm liner and head.